Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
"Gross loosening of glenoid with migration into axillary recess. Loosening of humeral head component with notching of the medial proximal humerus just below the implant. (B)(6).

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.